Event description:
It was reported that the power-load dropped the cot during loading of a patient. The patient was not injured however it was reported that a paramedic was injured as a result of the event. Further information was not provided.